Event description:
It was reported the electric current did not "flow well." The lead was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.